Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control) for not cooling. Per sample evaluation, it was noted that the t4 thermistor was reading about 6 degrees too high causing the test chiller to overcool, froze up as it would never read 4 degrees c and allowed the hot gas bypass to cycle. A test t4 thermistor was then installed so that t4 read properly at 4 degrees c and allowed the hot gas bypass to properly cycle. The t4 thermistor had failed and the tank temperature harness was replaced. Additionally, it was stated that the power cord strain relief was missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control) for not cooling. Per sample evaluation, it was noted that the t4 thermistor was reading about 6 degrees too high causing the test chiller to overcool, froze up as it would never read 4 degrees c and allowed the hot gas bypass to cycle. A test t4 thermistor was then installed so that t4 read properly at 4 degrees c and allowed the hot gas bypass to properly cycle. The t4 thermistor had failed and the tank temperature harness was replaced. Additionally, it was stated that the power cord strain relief was missing.